Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose level was 489 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with steroids to elevate their blood glucose. Customer reports they trying to rewind their insulin pump. Customer reports they did not remember how to rewind the insulin pump. Customer declined to troubleshooting high blood glucose due to being on steroids. The device will not be returned for analysis.